Event description:
It was reported that an ilet user contacted support seeking assistance with changing cgm targets based on a healthcare provider¿s recommendation due to elevated glucose variability, and during the call reported a blood glucose of 183 mg/dl after treating a prior low without further carbohydrate intake; the call ended after the agent advised syncing, and follow-up suggested the elevation occurred after a low with minimal insulin delivery and possible overcorrection. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a review of device use and reported history around the low-glucose correction and subsequent glucose rise. Investigation of this case revealed no device alarms or malfunctions and indicated that the hyperglycemia followed a period of reduced insulin delivery related to a preceding hypoglycemic event with possible overcorrection, with no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.